Event description:
A report was received that the patient's ipg was in her lower back associated with discomfort. The patient underwent a pocket revision to relocate the ipg and did well postoperatively.